Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a neuro surgery was performed on 13/05/15. Tips of screws "snapping off" therefore unable to use the screws. No adverse outcome reported. Other screws were available. No delay to surgery. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reported (B)(6). Device history records was conducted. The report indicates that the manufacturing location: (B)(4), manufacturing date: 5th january 2015, expiry date: 1st december 2024, no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.